Event description:
In 2005 pt had drainage of right index finder tendon sheath and placement of an insyte catheter, size 18, for continuous irrigation. The catheter was not irrigating well. Pt returned to the operating room for replacement. The catheter was removed and was found to be kinked. A new catheter, size 16, was placed and irrigation was performed pt tolerated procedure well.